Event description:
It was reported that the system would not display a usable image. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge representative evaluated the system and replaced the high voltage cable assembly. The system operates as intended.